Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2018, (B)(6) hospital, doctor found the ars leakage during blood extraction since only air was inside the syringe, no blood was present in the syringe."

Event description:
It was reported that" (B)(6) 2018, (B)(6) hospital, doctor found the ars leakage during blood extraction since only air was inside the syringe, no blood was present in the syringe."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.